Manufacturer narrative:
Date sent: 10/1/2009. The manufacturing records were reviewed, and no anomalies were found during the manufacturing process.

Event description:
It was reported that post op a laparoscopic adjustable band, the locking connector on the device was determined to be broken. The patient was not losing weight. A new band kit was opened, and the port from the new kit was used to complete the procedure. The patient is fine.